Event description:
The physician reported that after performing a stent placement and balloon angioplasty in 2002, he attempted to close the arteriotomy with an angio-seal vascular closure device. He stated that he experienced a "technical failure" of the device and the patient developed a large hematoma. While manual pressure was being applied, the patient experienced a vaso-vagal episode. Pt was stabilized by replacing, fluid, volume and adminstration of atrophine. The following day a doppler ultrasound confirmed the presence of a right "cfa" pseudoaneurysm. A femostop was applied to attempt to close this without success. The patient was discharged and told to return in one week. The patient returned to the hospital 4 days later complaining of leg discomfort which was evaluated and pt was sent home. 4 days later, pt returned to the hospital and it was determined that the pseudoaneurysm required surgical closure. The repair of the pseudoaneurysm was performed on the following day by an endovascular surgeon who stated that the angio-seal device was not present. As of the latest report received by sjm, the patient was discharged in stable condition.